Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl and high blood glucose levels of 300 mg/dl. The customer was treated lows with carbs and glucose tablets and high with bolus. Customer¿s blood glucose level was 46 mg/dl at time of incident and current blood glucose level was 88 mg/dl. Customer stated just 3 nights ago she had a low of 46 mg/dl, and 54 mg/dl, and 62 mg/dl. Customer reported that she had low blood glucose levels, and was having difficulty calibrating during these episodes. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.